Event description:
About a month prior to the date of this report, it was reported that the patient never had therapeutic effect. The patient was reportedly having the same symptoms as before the implant. It was noted that stimulation was uncomfortable for the patient. The patient was able to feel stimulation but it was not effective. The reporter stated that the patient did not know how to use the device. Three days later, it was reported that the patient was very concerned about the lack of training and the patient was having a difficult time trying to use the controller. The patient was reportedly not adequately trained on using the device. Additional information received as of the date of this report indicated the cause of the event was that the patient did not want interstim. The system was explanted on 2013 (B)(6). No hospitalization was required and the patient outcome was no injury.

Manufacturer narrative:
Product ID 3889-28 lot# va09xuu, implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).